Manufacturer narrative:
Surgical guide was requested for evaluation but was not returned. Case was reviewed by the planning clinician and the following feedback was provided: "in reviewing case (B)(4) the stl and cbct files aligned properly for this case, there were no issues seen with the alignment. The planning doctor advised of the limited bone resource on the buccal, and that the bone grafting was recommended for this case both on the live consultation and on the surgical report. During the live consultation the request was made to try to angulate the implant to avoid the bone graft, but there is also limited bone resource in the lingual by this implant; that would have resulted in recommended bone grafting in the lingual as well. The original placement remained on the planning."

Event description:
While utilizing dental surgical guide print003, osteotomy and implant passed through the buccal wall, implant placement was aborted, patient grafted and sent home.